Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information via the patient's remote home monitoring system that this right ventricular (rv) lead and this cardiac resynchronization therapy defibrillator (crt-d) exhibited out-of-range (oor) low shock lead impedance (sli) measurement. The system remains in service. No adverse patient effects were reported.

Manufacturer narrative:
Additional information was received confirming another red alert was generated for this system due to a shock impedance measurements less than 20 ohms. A boston scientific field representative was inquiring about additional troubleshooting for this patient as the patient was brought into the clinic and the issue could not be reproduced. The patient will most likely be brought into the clinic for additional testing in the near future. This product issue will be updated if additional information is received.

Manufacturer narrative:
Additional information was received reporting a high shock impedance measurement had been reported from this system. However, the last measurement was within normal limits at 67 ohms and today, the measurement was 87 ohms. A review of the prior calls confirmed previous red alerts had been generated due to low shock impedance measurements. A boston scientific technical services consultant reviewed latitude data which showed a measurement of 0 ohms. The consultant explained this measurement was likely due to electromagnetic interference (emi). The physician inquired as to why there was a measurement of 0 ohms yet the delivered shock impedance measurement was normal. A letter will was processed to this physician per his request. No other adverse events have been reported. This product issue will be updated if additional information is received.